Manufacturer narrative:
Customer information was not indicated on maude event report, and an evaluation of the suspect system could not be conducted. The root cause of the customer reported failure mode cannot be determined. If additional info becomes available, a follow-up MDR will be submitted.